Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 33 mg/dl. The customer lives in a cancer treatment facility, and lost consciousness. When the customer came to, he was being treated with honey until the paramedics arrived. The customer declined troubleshooting. He stated that the hospitalization occurred because he forgot to eat. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.